Manufacturer narrative:
Reported event an event regarding inaccurate impaction involving a mako tha software was reported. The event was not confirmed. Method & results -product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No trouble shooting notes: none. Work performed: detailed maintenance inspection performed. Identified residue on camera lenses from previous cleaning. Verified camera lenses were clean, camera mount, ball ends, and articulating arm are secure and free of movement. Preformed kinematic calibration on left and right side of robotic arm. All checks and validation testing passed, no defects noted system is ready for clinical use. All pm checks and testing passed. Pm updated during service visit. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows no other similar complaints for tha software - inaccurate impaction. Conclusions: the alleged failure mode cannot be confirmed because the relevant log files and session files were not provided for inspection. The alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that during tha cases, the software indicates the cup is fully impacted. However, clinical assessment reveals that the calculated implant-to-bone distance is inaccurate, requiring the surgeon to manually impact the cup to ensure proper seating.